Event description:
On may 25th, 2022 we have been informed about an incident involving a dispersive electrode. A cardiovascular procedure was performed at (B)(6) hospital (B)(6). A megadyne dispersive electrode catalog number 0855c (our model rs271a30) and an unknown generator has been used. The initial user report stated: "historical perspective from surgeon mid april and early may. 4 separate patients with wounds after the or. Suspicious for burns. Areas include where the pad was or where the cords were. No similarities in procedures, or staff, generators, surgeons, different lot numbers, etc. No pads were saved for analysis. The surgeon could not speak if a burn specialist has confirmed if this was thermal or chemical related yet." No further information was provided despite repeated requests.

Manufacturer narrative:
As neither a lot number nor samples have been made available to us, no analyses of dispersive electrodes could be performed. We have requested for additional information and the involved device in the incident but have not yet received either. After several requests for further information none has been made available to us. This report is identical to the initial data from our complaint ref: (B)(4), FDA medwatch report 3500a 8020045-2022-00016. However, the initial reporter insisted these were different cases and had not been duplicated. On june 15th, we have been informed "the 3rd follow-up was sent on 06/08 (to the complainent) but we didn't receive a response, this file will be closed as no device returned." No conclusion can be drawn what might have caused the incident. We therefore also close the investigation.